Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the talent stent graft was successfully implanted, and at the time of the final angiogram, the presence of a type ii endoleak was speculated. The physician elected not to intervene, but to monitor the pt at a 30-day f/u cta. Then, 1 day post-implant, the pt had no pulse in the left leg, and an angiogram revealed that the entire ipsilateral limb was thrombosed and that a strong endoleak was continuing. A type iii endoleak, seen as a pulsatile jet of contrast coming from the graft (possibly from a fabric tear), was identified. The physician elected to explant the stent graft and confirmed that the graft had been fixed and sealed in both iliac arteries. A large pair of lumbar arteries and a very large inferior mesenteric artery were present. The physician also speculated that there may have been a slight proximal type I endoleak and that when deploying the main stent graft, the non-stented segment of the graft kinked. No add'l clinical sequelae were reported and the pt is fine. The explanted grafts have been received by medtronic, and their eval is pending.

Manufacturer narrative:
Eval results: (endoleak, graft occlusion), (large lumbar arteries; very large inferior mesenteric artery).